Manufacturer narrative:
No product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during an implant procedure on (B)(6) 2020 the patient was not given enough anesthesia and reported discomfort during the lead placement. Procedure was abandoned.